Event description:
The pt had a total hip replacement with wright medical profemur z modular neck system on (B)(6) 2008. On the date of the adverse event, the pt felt a pop and immediate pain in the hip. The femoral neck of the prosthesis had fractured. The result required an extensive surgery to osteotomize the femur and remove the broken prosthesis and replace it with a new one from a different manufacturer. The pt will had a lengthy convalescence due to the revision operation. Reason for use: hip osteoarthritis.